Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: unk. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during interventional procedures in 2008, (right femoral artery) and in the following month, (left femoral artery) "failure to achieve hemostasis" occurred. All device operational steps were completed and in both procedures hemostasis was achieved using manual compression. Reportedly, the failure to achieve hemostasis was felt to be related to the pt's scarred anatomy. There were no reported adverse pt effects. Though requested, no add'l info was available.